Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve replacement interventional procedure. There was no resistance felt during advancement of the proglide or prostyle device into the anatomy. Reportedly, after the foot plate was open, the device was retracted up against the vessel wall; however, blood never stopped coming out of the marker lumen. The foot plate was closed, and the device removed. A prostyle device was attempted but the same issue occurred. Manual compression was applied to achieve hemostasis. It is believed this issue was due to the heavily calcified artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.